Manufacturer narrative:
Device was used for treatment, not diagnosis. It was reported x-rays were taken sometime in (B)(6) 2012. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported patient implanted with device, and where material fatigue and rupture was found. The patient was initially implanted with device on (B)(6) 2011, after patient suffered from a fracture of the third metacarpal underwent and underwent an osteotomy. At a consultation with a specialist on (B)(6) 2012; a x-rays showed evidence of material fatigue and rupture was found. A revision surgery was carried out to remove and replace the bone fixation material. No further information is available at this time. This is 1 of 1 device for this event reported on complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Our investigation has shown that the lcp rotation correction plate is indeed broken as complained. The complaint was forwarded to the responsible product manager for further evaluation. Most probably the plate failure was caused by overloading. We cannot exactly determine the root cause for this failure from the information provided and the received plate and screws. The determination was updated to serious injury.